Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. The device was evaluated by the field service engineer and the reported problem was confirmed. Power switch overlay was replaced to address the reported issue.

Event description:
The customer reported that the ac indicator is off. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.